Event description:
A report was rec'd via the sales rep in canada, on 10/19/00, in which a pt expired during a procedure that included the use of boneplast bone void filler. Boneplast bone void filler has been commercially available internationally since 9/99. To date, no reports of this nature involving boneplast have been rec'd. It was reported that a pt was admitted to the hospital after, as a pedestrian, pt was struck by a motor vehicle on 10/8/00. The pt sustained a fractured tibial plateau and a fracture of t12. The pt's prior history includes hypertension, angina, high cholesterol, and osteopenia. On 10/9/00 the pt was taken to surgery to repair the tibial plateau fracture. Initially there were no plans to repair the fracture at t12. The pt began to experience back pain and the fracture at t12 was deteriorating. It was decided to take the pt back to surgery to repair the fractured vertebra using a posterior approach. Autogenous bone graft was harvested from the iliac crest to pack in and around the socon pedicle screw system by aesculap (nine screws total). Boneplast bone void filler (catalog number bp020, lot number 001103) was used to fill the screw holes prior to placement of the screws. Under fluoroscopy, the surgeon used 5mm pilot screws to ensure proper placement, removed the pilot screws, injected the boneplast into four (5ccs each) of the nine screw holes using a 14 gauge IV needle with luer lock syringe, then began to place the socon screws. Although the pt appeared to be stable with no excessive blood loss, a transfusion was administrated. Approximately nine (9) minutes into the procedure as the surgeon was placing the fourth screw, the pt's blood pressure suddenly dropped. Attempts to resuscitate the pt were unsuccessful. A reaction to the transfusion was ruled out by the hematology department at the hospital. A postmortem exam was conducted, however it was inconclusive as to cause of death.